Event description:
Richard wolf medical instruments corporation (rwmic) was notified by facility that a noise was heard during the procedure. Hand held system was removed from patient, generator was activated and a spark was seen. A back up device was readily available for use with minimal delay to procedure. Procedure completed as scheduled. No injury to patient or staff reported. Hand held system consists of the following: kleppinger; forceps insert (inserted into kleppinger); bipolar cable (connects kleppinger to generator) (suspect device). Additional items part of system: bipolar generator ; power cord, generator; footswitch (connects to generator). Facility has been contacted, via email, in an effort to gather additional/missing for this report. No response received as of 20feb2018. Facility purchased (B)(4) bipolar cables (ID # 8108.033, lot #348/665) from april 28, 2014 through august 26, 2014. Device approximately 4 years old. There have been no similar complaints reported in the last five years for this device (ID #8108.033). Device has not been returned. If rwmic receives device, it will be sent to manufacturer for investigation. Rwmic considers this report closed. If rwmic receives additional information regarding this incident, a follow up report will be sent to the FDA.

Event description:
Follow up report to provide missing, new, corrected, and changed data.

Manufacturer narrative:
Follow-up report #1 is to provide FDA with missing information status and to provide new information, corrected, and changed data. Missing information: user facility was contacted 3 times in an effort to collect patient information, patient outcomes, and device / device pictures. As of 7/18/2018, the user facility has not responded to our requests. Device was not returned for evaluation. Device labeling was reviewed for patient code and device codes, see below: patient code: not applicable, no patient problem was reported. Device code: IFU was reviewed. IFU includes information for dangers of electric shock. IFU also includes information for combinations, checks (damaged, brittleness, cracks, worn plugs, etc), application, etc. Rw considers this complaint and MDR closed, follow-up reports will be sent to FDA as required.